Manufacturer narrative:
(B)(4). Obturator inserted through the sleeve. Leak test failed with test probe. Damaged universal seal assembly. The analysis results of device (a) found that it was received with the obturator inserted through the sleeve causing the deformation of the seal mechanism. Therefore, no testing could be performed to evaluate the incident reported. The analysis results of device (b) found that it was received with the obturator inserted through the sleeve causing the deformation of the seal mechanism. Therefore, no testing could be performed to evaluate the incident reported. The analysis results found that device (c) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (d) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results of device (e) found that the device was returned in good visual condition. The device was functionally leak tested and failed with the test probe inserted through the device. One possible cause for this type of issue is excessive bending load as a resulting from surgeon manipulation of inserted devices. The analysis results found that device (f) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (g) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (h) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (I) was received with the cap and the base of the universal seal assembly separated. Evidences of welding were found on the cap-base assembly area. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. A potential cause of this condition is the repeated use of eto as a sterilization agent. Ees single-use trocars are not to be reused, reprocessed or re-sterilized. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
Note: this report pertains to one of three complaint devices used in the same procedure. These devices are covered by manufacturer report numbers 3005099803-2010-03372, 3005099803-2010-03373 and 3005099803-2010-03374. It was reported to boston scientific corporation that three sensation standard oval snares were used during a colonoscopy procedure on (B)(6), 2010. According to the complainant, once the snare was positioned around a polyp, the snare failed to transmit current to the polyp tissue (covered by report # 3005099803-2010-03372). The physician removed this device and encountered the same problem with two additional sensation standard oval snares (covered by report #s 3005099803-2010-03373 and 3005099803-2010-03374). The physician had to use a fourth sensation standard oval snare (along with the same erbe generator) to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was major leakage in the trocar. They had problems identifying where it leaked, but it was mostly from the insertion, but also between the sleeve and the house. They had to use 800 liters gas, which is 8 times more that they usually use. They tried the second port but it had the same problem. It was a problem of course with the sight in the abdomen and the procedure took about double the time (prolonged 60 minutes). Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.